Event description:
It was reported that when a device was used during a low anterior resection procedure, the device broke. A new device was inserted to complete the case. There were no other consequence to the pt.